Event description:
Blood glucose monitoring device was reading high (498 mg/dl) and went to the emergency room (ER) to have glucose tested. It was reported ER meter read 108 mg/dl within 5-10 minutes of the initial reading. Reporter stated no treatment was received as a result and a request was made for the return of the suspect product and replacement product was sent.